Event description:
New information noted that the pacemaker did not exhibit a malfunction.

Manufacturer narrative:
The reported event of oversensing noise was confirmed. A partial lead (only connector portion) was returned in one piece. Visual inspection found an external insulation abrasion breaching the outer insulation and exposing the outer coil at the proximal region. The cause of the reported event was due to the exposure of the outer coil in the abrasion region consistent with friction to device can.

Event description:
Related manufacturer reference number: 2017865-2023-24875 related manufacturer reference number: 2017865-2023-24878 it was reported that the patient presented in clinic for follow up. Device interrogation revealed that the pacemaker, atrial lead, and right ventricular lead were oversensing noise, which led to pacing inhibition. The pacemaker, atrial lead, and right ventricular lead were explanted and replaced. The patient was recovering after the procedure.